Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx pro closure device was implanted on (B)(6) 2025 without any complications. The patient laa morphology was an anterior chicken wing. A 27 mm closure device was used and a watchman trusteer access system (was) sheath was used with versacross connect for transeptal access. The closure device had three (3) partial recaptures before release. There were no issues noted during the procedure. The patient was admitted to the hospital for overnight stay. Four (4) hours post procedure a routine transthoracic echocardiogram (tte) was performed which showed no evidence of effusion. The physician plan was to discharge the patient home the next day. The patient ended up admitted to the hospital for over seven (7) days. Given the patient age and overall frail state of health, the patient developed a pleural effusion that required a right pneumothorax with chest tube placement for drainage. The physician informed that the patient condition continued to worsen over time and after a long hospital stay the family decided to make the patient comfort care. Per the physician it is unclear what caused the pleural effusion to develop as the procedure was performed without issue. Per good faith effort (gfe) the patient last progress notes mention recurrent pleural effusions, acute hypoxic respiratory failure and pneumonia are likely secondary to aspiration during intensive care unit (ICU) stay.